Manufacturer narrative:
The unit did not have an external ram crc error alarm. The unit did not have damage on the keypad traces nor did it have a display anomaly when pressing the buttons. However, the unit alarmed after battery change. The device's settings were reset due to a faulty interface board. The unit had a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer called in to report an after battery change alarm and an external ram crc error alarm. The customer also reported that the device was not alarming. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.